Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 579 mg/dl at the time of admission. The customer stated they woke up with high blood glucose and began to vomit. It was also found correction doses did not help lower their blood glucose. The customer stated they did not wear the insulin pump at the time of the hospitalization. Customer reported being hospitalized for 7 days. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the insulin pump alarmed no delivery during a high pressure test. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.